Manufacturer narrative:
Zoll has not received the product for eval and this complaint is still under investigation.

Event description:
It was reported that the fan doesn't come on and doesn't make clicking sound as usual. When pressing the green button, it says that it is analyzing the pt but nothing happens. The band doesn't size the pt or move at all. Tried spinning the pin in the back, readjusting the band, pulling up the band, still does not work. Also, the device has a small crack in the top right corner but don't think it has anything to do with the operation of the board.